Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x0vc, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported a post-operative infection after a follow up with the surgeon. The patient experienced pain and a low grade fever. Interventions included device explant and antibiotics which resolved the issue. The lead remained in the patient.